Manufacturer narrative:
Maquet medical systems, USA(importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). According to the complaint report the product is not available for investigation in the laboratory of manufacturer. Sap trend search was performed (product group 40000 cath, failure code 1012 functionality problems-fitting problems) which came to following results: 2 additional complaints were recorded which appears reported issues are the same since the last 12 months (which are not confirmed) (B)(4). Getinge cp antalya also investigated the complaint. There is no evidence found that there is a production failure. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing. According to basic operation procedure (B)(4), control of cannulas and "introducers" are performed. Introducers are checked by inserting into cannula. The introducer must be easily moved out of cannula. Therefore gap is normal. Based on this failure could not be confirmed. Device history record was reviewed. There were no references found which are indicating a nonconformance of the product in question. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref. #: (B)(4), customer ref. #: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: "during the preparation, it was difficult to insert the cannula. The surgeon felt the gap between the cannula and the dilator was bigger than usual. The problem with an insertion kit (pikv) was supposed, but the insertion was well done after replacement of the cannula only. No adverse effects on the patient." (B)(4).